Event description:
A physician reported a patient who was treated on 11/18/96 into the vermilion and vermilion borders using the threading technique. Six to eight weeks later, on approximately 12/30/1996, the patient developed bumps at the injection sites. When the patient was seen in approximately 05/1997,the physician noted two bumps at the injection sites. When seen on 08/18/1997, there were three palpable bumps beneath the vermilion and some little bumps which were constant in nature and visible only when the skin was stretched. The physician did not believe the bumps were the collagen material nor did he believe the patient had experienced a hypersensitivity. He believed the bumps were fibrous scar tissue. No medical or surgical intervention was prescribed.